Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture shows that the replacement line is not glued to the "y" replacement. It seems that there was a lack of glue. This is a manufacturing defect due to an operator error during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex m100 set leaked from the gap between the filter and the blood return line. This occurred during use. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.